Event description:
It was reported to boston scientific corp that a flexima biliary stent system was used for a lithotripsy procedure. During the procedure, the stent was unable to be deployed. It was also noted the inner catheter was stretched. The procedure was completed with another flexima biliary stent system with no pt complications. The pt's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has been received; however, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information received from that review, a supplemental medwatch will be filed.